Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support to reconnect their cgm while experiencing a low blood glucose after announcing a usual dinner but consuming less than anticipated, which coincided with rapidly declining glucose on the bionic report and subsequent cgm reconnection with a confirmed glucose of 103 mg/dl. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included review of device data and support-led troubleshooting and education. Investigation of this case revealed no device malfunction and suggested user-related factors associated with meal announcement not aligned with actual intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.